Event description:
My medtronic's model number d15awg hit me a total of six times before they turned it off in the emergency room. One of the leads into my heart has malfunctioned, can't begin to tell you the pain both physical and emotional that this has caused. This device was supposed to save my life not to kick my butt. I have actually had body control issues since this happened, what is next?